Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Customer cleaned pneumatic tap area on pump as instructed, reloaded same cartridge with available insulin, and successfully resumed insulin delivery with no further issues reported.